Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the fiber bonding in the outer tube area (distal end) is damaged is cause traced to component failure and for laser light cable plug of the video cable section contains foreign material is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During the device analysis, the service team indicates that fiber bonding in the outer tube area (distal end) is damaged and laser light cable plug of the video cable section contains foreign material was found. There was no patient involvement.